Event description:
Information received by medtronic indicated that the screen of insulin pump had random haziness and dimming that hindered visibility. The customer stated that they had to change the battery in less than 7 days and insulin pump rejected new room temperatures batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.